Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user experienced repeated alert 38 (motor stall) during a supply change. After troubleshooting, the issue initially appeared resolved, but on (B)(6) 2025 the user reported persistent alert 38 events across multiple supply changes. A replacement ilet was arranged. The user¿s blood glucose reached 190 mg/dl. The user switched to multiple daily injections (mdi) therapy for correction. No symptoms, external assistance, or medical intervention occurred.